Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospital visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose (bg) and insulin history is as follows: (B)(6). There was pain noted at the insertion site and that the cannula tip was white. Upon inspection it was noticed that the cannula was bent. The pod was removed and he was able to activate a new pod with a bolus of 5.20 units of insulin. The pod was worn between 4 and 24 hours on the arm. He called his registered nurse who advised him to go to the emergency room as a precaution. Upon arrival his bg reached 35 mmol/l (631 mg/dl) with ketones present and he was also dehydrated . He was placed on a saline drip, gave a bolus of 3.30 units of insulin with the pod which they continued to monitor his bg levels. He was released from the hospital with bg reading at 13 mmol/l (234 mg/dl).